Event description:
It was reported that the device stops with an air in line message within several minutes when starting delivery. There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found the tamper seal to be missing. There was no evidence in the event history log. Functional testing was able to duplicate the issue. The root cause was unable to be established; however, the air detector was replaced as a preventative measure. The service history review had no indication that the complaint was related to a service of the device within the review period.